Event description:
On (B)(6)2008, it was reported that patient experienced "underdose" symptoms. No additional information was reported. In (B)(6) 2009, the patient complained that when the pump was refilled, he experienced withdrawal symptoms. The patient experienced these symptoms following 2 of 3 refills. On (B)(6)2010, during revision surgery, it was discovered the catheter was over the pump refill port. The proximal catheter was replaced as well as the pump. The pump delivered compounded baclofen 0.1 mg/ml and morphine 2.5 mg/ml. Patient's outcome post replacement was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of the report. A follow-up report will be sent when analysis is completed.